Event description:
It was reported by a nurse practitioner that a vns pt's lead wire was coming out of pt's back. Good faith attempts to obtain more info about pt's condition and cause of extrusion have been unsuccessful to date.